Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was capped due to high thresholds on (B)(6) 2013.

Event description:
It was reported that a merlin.net transmission revealed noise on the lead.